Event description:
Post procedure, the physician attempted to remove the sheath. The hub disconnected from the sheath and the sheath remained in the patient. They were able to retrieve the device. Patient was unharmed; however, excessive blood loss was experienced. Approximately 1/3 liter.

Manufacturer narrative:
Lot # unknown as information not provided by reporter. Expiration date unknown as lot # information not provided by reporter. Catalog # is kcfw-7.0-38-55-rb-raabe. Our quality control department confirms the flare on the proximal end of sheath is caught securely in the proximal fittings and that the sheath does not rotate in the cap fitting. They also verify that the coils in the sheath continue into the lap. Furthermore, the product label informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. Nevertheless, we are aware of the potential of material separation, and have previously addressed this matter in an effort to minimize the potential for recurrence. Without a lot number for this device, determination of manufacturing date in comparison to the implementation date of the change is not possible. The appropriate individuals were notified of this matter and we will continue to monitor for similar reports.